Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the insulin cartridge and pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was found to be dim and discolored. Unrelated to the display issue, a review of the pump¿s black box data revealed a history of one reboot event. The pump¿s time and date reset to default following the reboot; the time and date were not set correctly by the user following the reset. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).